Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "aggravated tuberculosis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected into the intradermal cheeks and in the perioral with 2.65 ml of juvederm volite. The patient concomitantly was treated with topical compound lidocaine cream and concomitantly takes "dihydroquercetin tablets and benzbromarone capsules." About two months later, the patient experienced non-device related "aggravated tuberculosis and constipation." Sometime later that month, the patient was treated with ethambutol pyrazinamide rifampicin tablets ii. The event of constipation was resolved six days later. Approximately four months from when the events started the patient had a ¿partial resection of the upper lobe of the left lung under single-port thoracoscopy¿ to treat the aggravated tuberculosis. The event is ongoing. The event aggravated tuberculosis is ongoing.